Manufacturer narrative:
.

Event description:
Per the surgeon's report, implant testing done in the clinic in 2006, showed short-circuits on 2 electrodes and unusual responses on 5 other electrodes. The results of an integrity test done three months later, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The pt's sound processor was reprogrammed with the anomalous electrodes deactivated. After several months, the pt reported, that he did not receive the same level of benefit as he had before the reprogramming. The pt's device was explanted three months earlier, and the pt was reimplanted with a new device during the same surgery.